Event description:
It was reported the lead was explanted due to exhibited low shock and pacing impedance measurements, and high atrial pacing threshold measurements after delivery of multiple shocks. Afterwards, a shorted lead message was recorded by the ICD. The device was actively implanted for approximately 8 months, 5 days.

Manufacturer narrative:
Returned device analysis reveals a lead with its mechanical and electrical characteristics within specification. The source for the superficial defect in the tubing 15.7cm from the tip is unknown, but would have most likely occurred after implant, possibly during explant. Dislodgement of the lead would explain the high thresholds. However, the reason for lead dislodgement cannot be determined. No manufacturing defects are found.